Event description:
Four minutes into pt's dialysis treatment, the pt became diaphoretic and began vomiting. Blood pressure dropped to 61/29. Facial edema was noted. Pt's blood was returned to pt and treatment was discontinued. 700cc normal saline IV fluid was given along with 50mg. Diphenhydramine and 12.5mg phomethazine IV. Pt stabilized and blood pressure came up to 154/90 (back to pt's baseline). Previously suspected allergy to reused dialyzer reprocessed with renalin. Recently resumed reuse with 15 minute recirculation time pre-treatment. Pt had no adverse symptoms - the treatments before this. Dialyzer recirculated 20 minutes before pt was put on and negative renalin strip was obtained per policy.